Manufacturer narrative:
Insulin pump received with broken reservoir tube lip and missing reservoir tube o ring,the test infusion set and reservoir does not lock into place. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a cracked retainer ring. The customer stated that the reservoir was able to lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.